Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and eleven months post filter deployment, a computed tomography revealed there was a linear hyperdense area noted within the left renal lower pole suggested an embolized filter limb. The filter limbs appeared to extend beyond the inferior vena cava with a limb appeared to extend into the aorta. Subsequently, five months later a computed tomography revealed there was a linear density extended to the lower pole of the kidney, similar to the prior examination with an embolized filter limb. Portions of the filter limited extended beyond the inferior vena cava with one limb extended into the aorta and another limb along the posterior aspect of the aorta. A displaced filter limb embolized to the lower pole of the left kidney. Therefore, the investigation is confirmed for the perforation of the ivc and filter limb detachment. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into organs and embolized to the lower pole of the left kidney. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain due to the strut pressing on nerves in spine; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, perforation, and detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, struts perforated into organs and struts detached and embolized to the lower pole of the left kidney. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain due to the strut pressing on nerves in spine; however, the current status of the patient is unknown.